Event description:
Additional information from the patient reported that they were told the leads needed to be replaced. The issue with a loss of therapy and the leads being messed up was noted as not being resolved.

Event description:
Additional information received from the patient reported that she had fallen twice and broken her hips, and it was the first fall that had ¿messed up¿ her leads. They were not revised because therapy never worked.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va0l5jz, implanted: (B)(6) 2015, product type lead.

Event description:
The patient reported they were to have a magnetic resonance imaging (MRI) due to a problem with their device or therapy. The patient stated they fell and it ¿messed the lead up.¿ it was noted they didn¿t have enough money to pay for it to be fixed so they stopped using the therapy at that time. The patient also stated ¿I wish I never did this.¿ the patient called back stating they were upset the therapy never worked and they needed MRI¿s. It was indicated that they were mad it never worked and didn¿t want to pay to have it removed. The patient stated that botox worked wonderfully and wished they would have just done that and never had the implantable neurostimulator (ins) implanted. Additional information received reported that the patient was scheduled for surgery to evaluate the lead, but the patient moved out of town. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastro intestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.